Manufacturer narrative:
Sample has not been returned to MFR in time for this report. Investigation incomplete. A f/u investigation will be sent when completed.

Event description:
The event is reported as: the circuit melted while in use on a pt. A soft warm spot was noticed in the middle of the circuit. No pt injury reported.